Manufacturer narrative:
Argus case: (B)(4).

Event description:
He swallow a sip of the product [accidental device ingestion]. Bitter taste in the mouth [taste bitter]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident for partials denture cleanser tablets) tablet (batch number kk5j, expiry date 31st may 2022) for product used for unknown indication. On (B)(6) 2021, the patient started polident for partials denture cleanser tablets at an unknown dose and frequency. On an unknown date, an unknown time after starting polident for partials denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and taste bitter. The action taken with polident for partials denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and taste bitter were unknown. It was unknown if the reporter considered the accidental device ingestion and taste bitter to be related to polident for partials denture cleanser tablets. Additional details: the patient reported that inadvertently he drank a glass of water that contained a polident tablet. (He only took a sip with aspirin). He said it had no side effect but only a bitter taste in the mouth. The patient asked if it was serious and which was the procedure. The patient was advised that this product should not be ingested and recommend that he consults a health professional. The patient insisted asking to tell him if this was indeed so serious that he needed to see a doctor or if he could go to work without consulting, he reported that he took only a sip. The patient was advised to contact the poison control center and sos doctor for example in order to have an online doctor who could give him a medical advice and the procedure to follow. Consumer treated by an hcp was none. Suspect drug: polident partial cleanser tablet 30ct.